Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd895052, gd894865 and gd894725 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of peritonitis was unknown. The pt was not hospitalized for the event. On an unreported date in the same month as the onset of the event, the pt began treatment with an unknown antibiotic for peritonitis. On an unreported date, the pt was retrained on aseptic technique. Three months later, the pt was diagnosed with recurrent peritonitis. On an unreported date in the same month as the onset of recurrent peritonitis, the pt began treatment with unknown antibiotic for peritonitis. On an unreported date, the pt recovered from peritonitis. Three months later, the pt was diagnosed with repeat peritonitis. On an unknown date in the same month, the pt¿s pd catheter was removed and replaced with another pd catheter. In the same month as the repeat peritonitis, the pt began treatment with ip vancomycin (dose and frequency not reported) for peritonitis. On an unreported date, the pt was retrained on aseptic technique. The pt recovered from the peritonitis. Pd therapy was ongoing. Additional information was requested but is not available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review will be performed for potentially associated lot numbers gd895052, gd894865, and gd894725. Should additional relevant information become available, a follow-up will be submitted. (B)(4).